Event description:
The plaintiff's attorney alleged that in (B)(6) of 2009, the patient was implanted with an ams "intexen graft and elevate system," to treat pelvic organ prolapse, enterocele and rectocele. It was alleged that the patient experienced, "severe shooting and burning pain in pelvic and buttocks area with numbness, weakness and tingling in her legs. She also experienced dysfunctional voiding with urinary frequency, urgency, and incomplete voiding." It was reported that the patient had additional surgery in (B)(6) of 2011 for "mesh reversion and removal of scar tissue after being in severe pain, unable to walk and bedridden for two months." It was alleged that the mesh removal could not be performed because it was "too dangerous and complicated," and the patient continues to suffer from intermittent numbness, weakness, pain, pelvic floor muscle stiffness and dysfunction, physical pain and mental anguish, physical impairment and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.